Manufacturer narrative:
Isi has requested the 30 degree endoscope involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the endoscope log for the 30 degree endoscope (part number 470057-08/ sequence number 10057957) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022 via system# sk2522. The alleged endoscope had 1956 uses remaining after the last procedural use. This complaint is being reported as a malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope had image orientation issue. The customer performed a hard power cycle, still the issue persisted. The technical support engineer (tse) suggested to remove the endoscope from the arm and match the hash mark on the base of the endoscope with the 30 degree direction on the shaft and to press the clutch button on the camera arm. However, the issue still continued. The tse suggested to rotate the base one more time to 180 degrees and then match the hash mark with the endoscope direction. After performing this troubleshooting steps, the rotation limit at camera arm was showing. The tse suggested to use 0 degree endoscope for some time then again use the 30 degree endoscope. The customer stated that the issue reoccurred in the same 30 degree endoscope after 2 hours of procedure and the customer completed the procedure with back up endoscope. The customer found unusual sound while moving the base of the endoscope and shaft. After installing the endoscope, it popped up the message that arm not ready. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the console image was flipped while using 30 degree endoscope in up direction. The image was flipped due to endoscope rotation movement. The issue was resolved by using the back up endoscope and the procedure was completed robotically. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer's reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
Refer to h10/h11 for follow-up information.